Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that during routine check by customer the cs300 intra aortic balloon pump (iabp) was showing leak message. There was no patient involvement and no adverse event reported. Despite of 3 gfe's there was no repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was showing leak message. There was no harm reported.